Manufacturer narrative:
During the onsite investigation, the service tech installed an upgrade to the bed controller. Root cause was determined to be a need for bed controller upgrade. (B)(4).

Event description:
Customer reports the bed moved autonomously without user intervention. No pt harm reported.